Event description:
It was reported that the atrial lead exhibited loss of capture, 110 ohms impedance, and p waves were measured at 0.2 mv. At the previous follow-up, capture was found, impedance was 400 ohms and p waves were greater than 3 mv. Clavicular crush was suspected.

Event description:
The customer called to report a battery out limit alarm after having the battery out for over 10 minutes. The customer stated that she changed the time and date several times, but the insulin pump keeps going to the rewind screen, then shuts down completely. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found that the distal insulation and proximal coil were crushed at 32 cm from the connector pin due to clavicular crush, which could have caused the reported capture anomaly.